Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in clinic with r-wave undersensing. Numerous patient initiated episodes were observed, but the patient stated they did not record or initiate any of the stored episodes. It should not be possible for these episodes to be stored without the patient pressing the recording button. The patient was stable.